Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to failed retrieval attempt due to embedment. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the filter tilt, and the filter was embedded in the wall of the inferior vena cava (ivc). The ppf also states that the patient blood clots, clotting and/or occlusion of the ivc. The patient underwent the attempt to remove the filter one-hundred and forty-four months and five days post implantation. Per the medical records, the patient presented for removal of the ivc filter approximately 12 years post implantation. The patient is noted to have bilateral deep vein thrombosis (dvt) and to have undergone two prior attempts to remove the filter. There is no information available of any prior attempts. The initial ivc gram shows the trapease in the intrarenal ivc. There is no intraluminal thrombus. The filter was noted to have the superior and inferior components embedded within the wall of the inferior vena cava. The filter was attempted to be removed with a snare, however, the filter was not amendable to endovascular retrieval given the current position and an inability to straighten the filter after applying traction. The patient also reported to be suffering from anxiety. According to the information received in the medical records, the patient¿s pre-operative diagnosis biliary dyskinesia and history of pulmonary embolism (pe). The right femoral vein was examined using an ultrasound machine. The ultrasound probe was used to then demonstrate easily compressibility of the right femoral vein. There was no evidence of thrombus. The trapease ivc filter was deployed in the standard manner at l2-l3 disc space. A follow up venacavogram demonstrated that the filter was in good position. The sheath was withdrawn, and pressure was applied until the wound was hemostatic. The patient tolerated the procedure well.

Manufacturer narrative:
After further review of additional information received the following common device name, PMA/510k, if follow-up what type, and device manufacture date have been updated accordingly. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes biliary dyskinesia and history of pulmonary embolism (pe). The trapease ivc filter was deployed in the standard manner at l2-l3 disc space. A follow up venocavagram demonstrated that the filter was in good position. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to failed retrieval attempt due to embedment. Per the patient profile form (ppf), the patient reports filter tilt, the filter was embedded in the wall of the inferior vena cava (ivc), blood clots, clotting and/or occlusion of the ivc. The patient underwent the attempt to remove the filter one-hundred and forty-four months and five days post implantation. Per the medical records, removal of the ivc filter was attempted approximately 12 years post implantation. The patient is noted to have bilateral deep vein thrombosis (dvt) and to have undergone two prior attempts to remove the filter. There is no information available regarding the prior attempts. The initial ivc gram shows the trapease in the intrarenal ivc. There is no intraluminal thrombus. The filter was noted to have the superior and inferior components embedded within the wall of the inferior vena cava. The filter was attempted to be removed with a snare; however, the filter was not amendable to endovascular retrieval given the current position and an inability to straighten the filter after applying traction. The patient also reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data: product code.